Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through an x ray. High impedances were also noted. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. There was no device malfunction suspected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past several weeks from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123308/7129608.